Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was severed and missing, the cable connectors j702, j703, and j704 on the distribution node pca were damaged, and the cables connecting ecgs a and b to the front therapy electrode, the cable connecting ecgs c and d, and the cable connecting the distribution node (dn) to the front therapy electrode (te) were all pulled from the strain relief, damaging the wires in the cables. The root cause for the strained and missing cables, and the damaged connectors was excessive force and physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functional testing.